Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Tech evaluation: visual results: item 2 (lock ring) was disassembled from the shell. Dimensions taken were within spec as documented on attached prints and dimensional analysis document. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, unknown head, unknown stem. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial hip surgery, the metal ring of the shell loosened after cementing. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.